Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the electrophysiology lab for a lead revision. The patient's right atrial (ra) lead exhibited noise. On 14 april 2021, the ra lead was capped and replaced. Patient was stable.